Event description:
A customer reported being unable to test due to the adc device not powering on with button press or test strip insertion. Customer self-treated with insulin and reported that they experienced hypoglycemia and was "stressed and disturbed". Customer was transported to ambulance and a sensor reading of 53 mg/dl and a capillary reading of 20 mg/dl was obtained. Customer received unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The returned reader (B)(6) was investigated. Visual inspection was performed on returned reader and no issues were observed. Reader turned on with button depression. Built in reader test was performed. All results were within the specification. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test due to the adc device not powering on with button press or test strip insertion. Customer self-treated with insulin and reported that they experienced hypoglycemia and was "stressed and disturbed". Customer was transported to ambulance and a sensor reading of 53 mg/dl and a capillary reading of 20 mg/dl was obtained. Customer received unspecified treatment. There was no report of death or permanent injury associated with this event.